Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. However, using a test battery cap, the insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump had normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump was received with corroded battery tube, cracked reservoir tube lip, cracked reservoir tube window and cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have had a blank screen display and had battery cap replaced. Customer's blood glucose was 154 mg/dl. Customer reported that insulin pump initially worked with replaced battery cap, but eventually issue persisted. Customer was advised that insulin pump would need to be replaced.